Manufacturer narrative:
The product has not be returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that the screen on/quick bolus button has become stuck on multiple occasions resulting in the delivery of insulin being stopped. The customer also reported high blood glucose levels (400-500) due to insulin delivery being stopped.